Manufacturer narrative:
(B)(4). The actual sample was received and evaluated. The complaint was not confirmed, no leaks were detected. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.

Event description:
A home patient (hp) reported to baxter (B)(4) that a cassette had a leak in the patient line. There was no patient involvement as this was prior to connection. No additional information is available.